Event description:
It was reported that the health care professional (hcp) had called in stating that the battery longevity on this device had dropped from 1.5 years to remaining now at 11 months in about 6 months. The patient was not dependent on this system. This device remains in service. No adverse patient effects were reported.